Event description:
Pump declared an altitude alarm, causing the customer's blood glucose level to exceed 500 mg/dl, with the exact value unknown but indicated as "high." Customer performed corrective actions by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Customer's insulin delivery was initially suspended due to the altitude alarm, and recommended troubleshooting steps did not resolve the issue, leading tandem technical support to send a replacement pump and instruct the customer on backup insulin delivery using mdi.